Event description:
Two dental implants were placed and one failed. The failed implant required explantation. The dr indicated that the implant failed in 3 1/2 to 4 weeks. The 2 week post-op looked excellent. Two weeks later, upon examination by the dr, he found bony defects 2 to 3 times the diameter and length of the original osteotomy, unusual globular granulation tissue, which was not attached to the bony walls of the defect. The site grafted and the dr is awaiting healing before placing another implant.